Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and wall adapters. The customer's blood glucose was 181 mg/dl. Reportedly, the customer was sent a new usb cable and wall adapter which resolved the issue.